Manufacturer narrative:
Implant date: if implanted; give date: n/a (not applicable). The cartridge is not an implantable device. Explant date: if explanted; give date: n/a (not applicable). The cartridge is not an implantable device; therefore, not explanted. Initial reporter's phone: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Reportedly, nurse noticed a frayed edge of platinum 1mtec30 cartridge, so it was not used. Cartridge was loaded and ready for use before nurse noticed the frayed edge. Further follow up confirmed that the tip of the cartridge was frayed. Another lens and another cartridge from the same lot was used with success. There was no patient involvement. No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 8/10/2018. Device returned to manufacturer? Yes. Device evaluation: visual inspection revealed that the 1mtec30 unit was returned in a plastic bag. Residues of viscoelastic were observed on cartridge which indicated that the unit was handled and prepared for surgical use. Heavy dent/distortion, crack and stress marks were observed at the cartridge tip. The complaint issue reported as tip deformed was verified, but not a deficiency. The crack in the tip appear to be created by a pushrod. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. A search revealed no additional investigation request for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.